Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing of multiple cartridges. Customer's blood glucose level was between 200 and 300 mg/dl. Reportedly, customer delivered a bolus and loaded a new cartridge to address the issue.